Event description:
Patient was revised to address loosening of the glenoid component, which did not appear to have cement on the peripheral pegs and was causing pain. (Left shoulder).

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the glenoid component did not appear to have cement on the peripheral pegs. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.